Manufacturer narrative:
The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. . Race: white.

Event description:
It was reported that the valve of t-connector popped out during injection of saline at 2.55ml/sec with 300psi and resulted to a leak. It was noted that the IV contrast was administered through the distal end of the extension set. There was no patient harm but CT technician was exposed to blood. It was also reported that the patient was post cardiac arrest and had another line wherein blood pressure regulating medication was being administered. A new IV line was inserted to administer IV contrast dye. Photo of the involved product was provided by the customer.

Event description:
It was reported that the valve of t-connector popped out during injection of saline at 2.55ml/sec with 300psi and resulted in a leak. It was noted that the IV contrast was administered through the distal end of the extension set. It was confirmed that there was no patient harm, however; the CT technician was exposed to blood. It was also reported that the patient was post cardiac arrest and had another line wherein blood pressure regulating medication was being administered. A new IV line was inserted to administer IV contrast dye. Photo of the involved product was provided by the customer.

Manufacturer narrative:
Additional information. Correction: d.4. No product will be returned per customer. The customer complaint that the valve of the needleless connector popped out (top cap popped off of connector body) was confirmed. A photo provided by the customer confirmed top cap popped off allowing blood to leak. The root cause for this event could not be determined.